Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her ins kept shutting off by itself since (B)(6) 2018 (in the past 2-3 weeks). The patient reported that on these occasions her ins had charge in it. The patient reported that she waited a day or two and checked her ins again but then the ins battery was dead. The patient reported that she would charge her ins ¿ turn it on and a day or two later, she realized she wasn't getting relief, so she would check it and the ins would be off, but the patient had not turned it off. The patient reported that the ins had charge in it at the time. No further complications were reported.